Event description:
A cartridge alarm was reported during the loading process of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer experienced previous alarms with the pump, which was still under warranty. Technical support decided to replace the pump. The customer was advised to use mdi injections and pens as backup therapy and was informed about receiving a new pump with updated software. The customer was also instructed on how to return the malfunctioning pump, ensuring it is put into storage mode and returned within ten days. The replacement pump was sent to the customer, who acknowledged the need to program settings and connect the cgm.